Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter was frayed. Rn went to start piv with 22g piv needle/catheter, the needle barely penetrated the skin and the catheter would not go into the skin. This rn retracted the needle to discover the catheter was frayed and squared off.